Event description:
Customer claims that she was using heating pad due to she was in a lot of pain. Advised she did not keep the heating pad in the same area for more than 10-15 mins, so was constantly moving around and adjusting the heating pad, when she noticed a burn on the lower abdomen, a blister had bubbled up.